Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 e/p pack. The event occurred in (B)(6). Through follow-up communication, livanova deutschland learned that the technician investigated the reported event and traced the failure back to a burnt resistor on the battery switch board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an e/p pack, s5 generated a burning smell after procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
During the investigation at the manufacturing site, the burnt resistor could be confirmed. Additionally, also a capacitor was found to be burnt. The defective components have been identified as the root cause of the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.